Event description:
The customer reported that the ventilator went vent inop and alarmed due to pressure regulation high while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's service technician was able to duplicate the reported event. The service technician replaced the data acquisition and motor controller pcb boards to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.